Event description:
It was reported that customer experienced minimum fill notification while reloading cartridge during troubleshooting for malfunction issue, and customer had less than 80 units of insulin remaining in cartridge at the time. There was no adverse impact to the customer¿s blood glucose level. Customer was educated about recommended minimum insulin amount when reloading cartridge, acknowledged instructions, planned to rely on multiple daily injections because pump was being replaced for malfunction, and no further action was required. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.